Event description:
It was reported that the pump experienced a malfunction, but no significant events were noted prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided assistance to reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.